Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2026. On (B)(6)2026, the patient¿s cgm was reading 400 mg/dl while the bg meter was reading 39 mg/dl. The patient had a seizure, was shaking very hard, and could not speak during this time. No calibration was entered into the cgm device. The patient¿s mother treated the patient with apple sauce and then the patient ¿felt better¿. The patient did not seek assistance from a higher level of care. In addition, no injuries were reported because of the patient¿s seizure. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.